Event description:
Patient complain of ankle pain. Dr. Proceed with hardware removal. Nothing else was implanted. Rep reported that "symptomatic hardware is the issue. Dr. Had plans to remove prior surgery. No broken implants. No delays."

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device not returned.